Event description:
Infusion pump with failure code 12:303:984:0002 during patient infusion. No additional contact info was provided. The hosp rep stated there have been no reports of any patient incident involving this pump since the last baxter service event. Despite baxter's efforts to obtain additional info from reporting facility, details were not available regarding patient's demographics, diagnosis or status and medication involved, or set up of the infusion device.